Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mild tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation until it reaches 10 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.